Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue could not be replicated in a testing environment due to the returned conditions of the device (broken gripper lever assembly). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. When the physician advanced the steerable guide catheter (sgc) into the left atrium, they found that the sgc knob could not remain stable and rebounded after bending. It was also noted that while operating the clip delivery system (cds) one of the grippers could not lower. The procedure was discontinued.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. When the physician advanced the steerable guide catheter (sgc) into the left atrium, they found that the sgc knob could not remain stable and rebounded after bending. It was also noted that while operating the clip delivery system (cds) one of the grippers could not lower. The procedure was discontinued.